Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a shocking sensation at the ipg site. Troubleshooting was done by turning therapy off, but the issue persisted. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken during which the ipg was relocated on (B)(6) 2019. Stimulation was restored following the procedure and the shocking issue was resolved.